Event description:
It was reported that a flogard infusion pump experienced the f-49 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-49 alarm. Initial evaluation confirmed the reported condition. The cause of the reported issue was due to defective/inoperative main batteries which were replaced to resolve the reported issue. If additional relevant information is obtained, a follow-up will be submitted.